Event description:
Procedure type: low anterior resection with end to end anastomosis. Patient gender: male. According to the reporter: on excision of the sigmoid colon, the proximal side had purse-string suturing and was done with ps clamp. The distal side was closed using gss60-3.5 and anastomosis was done using ppceea 28mm. After applying the anvil did not tilt and the tissue was not fully cut. The anastomosis was resected and a new instrument was used to complete the procedure. No bleeding occurred. The anastomosis was done with double stapling technique, so the staple line of gss60-3.5 was within the jaw of the ppceea device. No patient injury was reported.